Event description:
The following has been reported: biomed reported: "have an lvp sn (B)(6) that failed the heratherm test. Went through the logs and came to a conclusion of valve 2 issues and this pump will need to be sent in. No patient accident recorded a preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve actuation failure (valve 2). Log files indicate pneumatic valve actuation failure (valve 2). Performed recharge/hardware tests and unit passed. Unit is failing during burn in process and new log files indicate to replace valve 2. Valve 2 will be removed and replaced during repair process. No other damage found.